Event description:
Facility has an uno 102 that the actuator came apart while the patient was suspended above the bed. The patient fell onto the bed and the cna was struck by the lift arm of the uno. It is understood that the patient did not suffer any injury, the cna may have some bruising.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.